Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8054738. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-23. Medical device lot #: 8179729. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-06-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringes with the bd luer-lok¿ tip leaked "from the plunger down". There were multiple lots involved in this incident. Lot # 8054738 was reported to have 3 occurrences, and lot # 8179729 was reported to have an unknown number of occurrences.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined in addition to the complaint being unconfirmed as no samples were received. There was no documentation of issues for the complaint of batch #8179729 and 8054738 during this production run.

Event description:
It was reported that the bd¿ syringes with the bd luer-lok¿ tip leaked "from the plunger down". There were multiple lots involved in this incident. Lot # 8054738 was reported to have 3 occurrences, and lot # 8179729 was reported to have an unknown number of occurrences.